Event description:
It was reported that (1) cs14c was used during an unknown procedure. It was reported by the affiliate that the tissue pad fell into the patient (was retreived) opened another device to complete the case. There was no consequence to pt.